Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occured in united states. It was reported that patient faced two events in which infusion set spring got misfired on (B)(6) 2025. No further information available.